Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for device upgrade procedure. Pacing inhibition due to ventricular lead noise was observed during removal of the device from the pocket. The lead remained implanted. Patient was asymptomatic during the event.